Event description:
A pk papyrus covered stent was selected for treatment. It was reported that the stent wire snapped in two parts while trying to cross over. Additional information received: during orbital atherectomy of a heavily calcified lm-proximal lad lesion, a coronary perforation occurred and the atherectomy wire sheared, leaving its distal portion in the lad. Two pk papyrus devices (cpids 25111402 & 25111403) could not cross the lesion. During a further attempt, the pk papyrus hypotube fractured outside the patient's body, with no resistance reported during insertion.

Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent was selected for treatment. It was reported that the stent wire snapped in two parts while trying to cross over.